Event description:
Litigation papers allege in the year following his surgery, the pt suffered from discomfort and pain in his hip. Revision scheduled for jan, 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.